Manufacturer narrative:
Updated information: d4 catalog number updated. Additional information provided states that there was no patient harm reported and the patient remains on support.

Manufacturer narrative:
A2 information was added. A3a/a3b information was added. B3 date of event was reported incorrectly on the initial report and was updated. D6b explant date was added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a liquid leak alarm occurred in the purge cassette. The issue was resolved by replacing the cassette. The incident took place in the purge cassette while the device was in use in the intensive care unit. The cassette replacement corrected the problem, and no health effects were reported.